Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
On (B)(6) 2024, the plaintiff visited (B)(6) hospital where an angio dynamics port was placed, but fluid collection was noted at the site on (B)(6) 2024 and on (B)(6), the plaintiff underwent a replacement of the device.